Event description:
It was reported that this inflatable penile prosthesis (ipp) was not functioning properly. Upon examination, it was determined that the outer coating of the cylinders broke and the mesh from underneath adhered to the corpora. The explant was difficult due to this adhesion. The ipp cylinders and pump were explanted and replaced with an ambicor penile prosthesis (app). The reservoir remains implanted in the patient. No patient complications were reported.